Event description:
Bilateral mtp fusion plates and screws were implanted on an unk date. Pt was subsequently diagnosed with a non-union and the pt was returned to the operating room on (B)(6) 2011 for revision. The surgeon removed the plates and the screws and pt was revised using the removed plates and new screws. This is report #1 of 3 for this same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.